Manufacturer narrative:
Terumo has received the actual device for investigation. Visual inspection and continuity test confirmed that the bipolar cord had no current flow. This type of damage can occur if the cable is pulled really hard to disconnect from the harvester. Repeated use and sterilization can also cause material degradation and create stress points. The IFU states that the bipolar cord is specified for 50 sterilization cycles only, depending on the usage, the cord may have reached its end of life. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to vein harvesting procedure, during set-up, the bipolar cord had bare wires. The product was changed out. No patient involvement as this occurred during set-up. The surgery was completed successfully.